Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. The actual date of implant is unknown, reported as "2015"; therefore, we are using (B)(6) 2015 as date of implant. This emdr represents the bard/davol bard flat mesh (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch (device #1) and an unspecified bard/davol unknown bard product (device #2) sometime in 2015. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex hernia patch (device #1) and the unspecified bard/davol unknown bard product (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the attorney alleges patient experienced emotional distress and the device was defective.